Event description:
On 7/9/86 an aus device was implanted. On 12/12/86, 10/13/89 and 8/31/94 the balloon was revised. On 8/25/85 the cuff was removed from the pt. On 05/10/94 an 1/12/96 the cuff was revised. On 8/12/87 the balloon and cuff were revised. On 11/19/96 the balloon was removed from the pt and replaced due to fluid loss.